Event description:
The event is reported as: alleged issue: the inside rod of the applier became disconnected from the shaft and cannot deliver any more clips after the fifth clip was applied. No pt consequences reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.